Event description:
Customer reported a malfunction on pump, and it was determined that the malfunction did not cause customer's blood glucose level to exceed 500 mg/dl. Technical support arranged for replacement of pump, and customer was instructed on steps for receiving and returning pump, including updating to new software. Customer acknowledged understanding of instructions and planned to use multiple daily injections as backup insulin therapy.